Event description:
While deploying the top cap of the main body graft, the grey positioner was inadvertently pulled downward, resulting in a migration of the graft. Prior to releasing the suprarenal stent the placement of the graft appeared to be at the desired location. The migration of the graft appeared to be approx two centimeters, therefore a main body extension was deployed proximally to provide graft material coverage at the suprarenal stent. Viewing the graft placement, after deployment of the main body extension it was observed that with the overlap, there was not full coverage below the renal arteries. However, the procedure was concluded with the intent to deploy a second main body extension the following day. With the deployment of the second main body extension, the graft landed just below the lowest renal artery. Upon completion angiogram, no endoleaks were noted, no pt complications were encountered.